Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy, with the patient having low amplitude signals for their r-waves when upright. Technical services (ts) was consulted and discussed how the s-ICD currently been implanted not intramuscularly and it moving limited the programming options. Further in clinic examination was recommended. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: adverse event/product problem field (b1) in section b, adverse event or product problem. Outcomes attrib to adv event field (b2) in section b, adverse event or product problem.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy, with the patient having low amplitude signals for their r-waves when upright. Technical services (ts) was consulted and discussed how the s-ICD currently been implanted not intramuscularly and it moving limited the programming options. Further in clinic examination was recommended. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy, with the patient having low amplitude signals for their r-waves when upright. Technical services (ts) was consulted and discussed how the s-ICD currently been implanted not intramuscularly and it moving limited the programming options. Further in clinic examination was recommended. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: adverse event/product problem field (b1) in section b, adverse event or product problem. Outcomes attrib to adv event field (b2) in section b, adverse event or product problem. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.